Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed failed battery test. The patient's blood glucose at the time of incident was 195 mg/dl. Troubleshooting was initiated and the customer stated that he insulined a new aaa alkaline battery into the insulin pump; however, the failed battery test alarm recurred. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact however, the insulin pump was tested with a good battery cap and passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery and no low battery alert during our testing noted. No blank display during testing. No damage was found on the lcd isolation tape. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.